Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e ms-30 stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a virtec stem lateral 6 on (B)(6) 2005.the patient underwent a revision surgery on (B)(6) 2008 due to stem loosening. The same patient is treated in (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown virtec stem on (B)(6) 2005. The patient underwent a revision surgery on (B)(6) 2008 due to stem loosening. The same patient is treated in (B)(4).

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. The patient underwent three revisions in total, this complaint is reporting the revision surgery performed on (B)(6) 2008 after 3 years in vivo due to stem loosening. The devices were implanted on (B)(6) 2005. In the revision surgery femoral stem was revised along with the head, inlay and cup. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Diagnosis of the patient's surgical history was received. On (B)(6) 2006 it is indicated that the patient's discus hernia problem does not seem to be related to any hip problem. 2 x-rays dated (B)(6) 2005 and (B)(6) 2007 are included in the diagnosis report. While the thr after the implantation seems without any problem in the first x-ray, loosening can be observed on the distal zone of the stem and at the surface of the shell in the second x-ray. On (B)(6) 2007 it is indicated that the skeletal scintigraphy results in urgent suspicion related to the loosening of the prosthesis shaft right hip, which is also clearly visible on the picture. Root cause determination using dfmea : fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity and patient disregards limits of the device: possible: patient activity level and behavior is not known; metalosis, aseptic loosening due to excessive wear in the modular junction (taper connection): possible: no product was returned for the investigation; aseptic loosening due to inadequate cement distribution due to implant design: not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in zimmer complaint registration, systematic assessment defined in complaint investigation or in the current post market surveillance process; early aseptic loosening due to insufficient primary stability due to design: not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in zimmer complaint registration, systematic assessment defined in complaint investigation or in the current post market surveillance process; aseptic loosening (stress shielding) due to incorrect distribution of load due to design: not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in zimmer complaint registration, systematic assessment defined in complaint investigation or in the current post market surveillance process; aseptic loosening due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Cementless implantation of cemented stem design): possible: correct handling of the device is not under control of zimmer biomet; wrong combination of the components, aseptic loosening due to lms marking is not readable under or lighting, marking parameters are not sufficient enough: possible: no product was returned for the investigation; migration and/or loosening of components due to surgeon unfamiliar with the correct indications and contraindications: possible: correct handling of the device is not under control of zimmer biomet; increased wear, loosening of fracture of components due to patient with high activity / obesity: possible: patient activity level is not known. Neither operative notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).